Event description:
It was reported that the right ventricular (rv) lead had perforated the right ventricle.it was noted that the lead had high thresholds and no capture at maximum pacing output. The lead was repositioned and acceptable threshold, sensing and impedances were gained. It was noted taht the patient has left sided chest discomfort due to the lead moving. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.